Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 5/2/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. An extensive review of the ilet report is not possible as there is no data available for the reported event date. The described event date was unable to be reviewed due to the current engineering logs ending before the event date. No evidence of device malfunction was found in the current engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, an extensive review of the event cannot be performed to determine a specific assignable cause. It is possible that her dexterity issues may have contributed to the reported event; however, there is no evidence to support this as a contributing factor at this time. The user was disconnected from the ilet and returned to their previous therapy.

Event description:
On 5/6/24 a beta bionics certified ilet trainer (cit) reported an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 5/3/24. The cit reported the user was trained on the ilet on (B)(6) 2024. The user has a history of multiple sclerosis (ms) and during the training appeared to have some dexterity limitations but was able to complete filling the cartridge and placing the infusion site. The cit also recommended speaking to their hcp about the fiasp pumpcart pre-filled cartridges as well as switching to the contact detach (steel set) to help with ease of use. On (B)(6) 2024 the cit spoke with the user and discovered that the user had been in the hospital since friday, (B)(6) 2024. The user reported their bg rose to 1200 mg/dl. Multiple attempts by beta bionics customer care to follow-up with the user to obtain additional information about the event have been unsuccessful.